Event description:
Terumo medical received an FDA medwatch report # mw5178492. The medwatch event description stated that: "air was injected into radial sheath using tr band syringe, believed to only be compatible with tr band port. The patient experienced stroke-like symptoms, requiring prolonged hospitalization and additional treatment." Outcomes attributed to the adverse event were, required intervention, life threatening, and hospitalization. An air embolism occurred. Additional information was received on 05dec2025: the procedure for the patient prior to use of the tr band was diagnostic left heart catheterization. The treatment required for the patient as a result of the air embolization that followed the event was a computerized tomography (CT) stroke imaging, vasoactive medications, and transfer to another facility for hyperbaric treatment. The patient was stabilized and neurologic deficits had resolved after a few days. The brand/size radial sheath used w was terumo glidesheath slender 6 french. No additional concomitant devices or equipment were used with the product.

Manufacturer narrative:
D6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e3: occupation: risk manager. H6: health effect - clinical code: stroke-like symptoms. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for a use issue because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. Review of the device history record (DHR) showed there were no issues noted during the manufacture of the product that could have contributed to this complaint condition. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).